Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 12 atms on the initial inflation. The balloon was being used to predilate a lesion located in the highly calcified proximal ramus. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. The manufacturing records for top assembly batch 9089168 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.